Event description:
Customer reported set snapped off at the first split septum port. There was no leaking of solution and nothing was connected to the port when the set broke. There was no injection being performed during the break. No report of pt or staff harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow-up report will be submitted with failure investigation results should the device be returned for eval.